Manufacturer narrative:
Unit passed displacement, and self test. No hardware low level failures was noted during testing; however, hardware low level failures is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump hardware low failure alarm several times. It was reported that the error pops up during self test and was able to clear it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.